Event description:
The customer's nurse practitioner called to report that she smelled insulin coming from the reservoir compartment, as if something had leaked. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.